Event description:
It was reported that the customer was hospitalized for blood glucose levels over 1300 mg/dl. Prior to the event, the customer changed the infusion set and went to bed with a blood glucose of 200 mg/dl. When she woke up the next morning, her blood glucose was 600 mg/dl. The customer suffered a heart attack and went into a coma. Currently, the customer has limited brain function. It was also stated that the infusion set had a bent cannula. The husband declined to troubleshoot, and wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.